Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon closing the bag, the metal arms broke off and fell into the abdomen of the pt. The two metal arms were removed through a trocar port. The case was completed with no pt consequence.